Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: an actual sample was received for evaluation. A visual inspection by the naked eye and functional tests were performed which revealed no issues. There were no internal or external leaks identified. The reported condition was not verified. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the main body and the twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.